Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for analysis. Visual inspection of the returned platform shows no damages. Review of the autopulse archive was performed and the reported complaint was confirmed. The archive data shows that a user advisory (ua) 02 (compression tracking error) occurred on the first compression. This typically occurs if the patient is misaligned on the platform or if the lifeband is opened. The ua 2 fault occurred on the reported event date of (B)(6) 2014. Additional user advisories were also observed on the reported event date, however these are unrelated to the reported complaint. These include; 17 (max motor on time exceeded during active operation), 18 (max take-up revolutions exceeded) and 12 (lifeband not present). Functional testing was performed and the reported issue was not confirmed. The platform was tested with 2 different mannequins and no issues were observed. In addition, the platform was subjected to a run-in test using an lrtf (large resuscitation test fixture) for an hour and no errors were observed. The platform passed functional testing. A review of the autopulse archive was performed to assess the customer's battery management practices. Review of the archive showed no issues. Based on the initial investigation, no parts were identified for replacement. In summary, the reported complaint was confirmed based on the archive review but could not be reproduced during functional testing. The fault was found to be due to user error. Per the autopulse maintenance guide (p/n 11653-001), ua2 is an indication that the patient or lifeband is out of position, or the lifeband is opened during active operation. Since the platform displayed an "align patient" message, it is most likely that the patient was misaligned on the platform. The observed ua17, ua18, and ua12 faults in the archive are unrelated to the reported complaint. The root causes for ua17, ua18, and ua12 faults could not be determined. However, per the autopulse maintenance guide, ua17 is an indication that the lifeband is twisted or battery voltage is low, ua18 is an indication that the patient's chest is too small while sizing the patient (take-up) and ua12 is an indication that the lifeband is not properly installed.

Event description:
Complainant alleged that during patient use the autopulse® platform stopped working after approximately 8 minutes and then displayed an "align patient on platform, close lifeband and then press continue" message. This action was performed and the platform resumed compressions and then stopped again. This occurred multiple times throughout the call. There was no issue with the lifeband that was used during this incident. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Customer also reported that the medic had a spare lifeband, which appeared to have damaged clips and therefore was not used. Please refer to related MFR report 3010617000-2014-00513. Product in complaint was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.